Event description:
Per the health professional who completed voluntary medwatch report mw1037097: "ultrasonic tip used to remove post (core) from tooth overheated tooth and caused necrosis of bone supporting tooth, necrosis of overlying gum tissue, and loss of tooth and adjacent tooth."

Manufacturer narrative:
Investigation of the event was limited due to the availability of info. At this point, there is no indication that the product failed to perform as intended. From the available info, it cannot be determined how the technique or other factors may have contributed to the incident.